Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and guided through resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.